Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an antibody when testing with anti-human globulin, anti-igg solidscreen ii on tango optimo. The customer did neither return the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested the retained anti-human globulin, anti-igg solidscreen ii sample with negative and positive control and different antibodies, e.g. Anti-e, anti-jk(a) and anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of anti-human globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo. Prior to validation, a visual result image review is mandatory and strictly belongs to the process to generate a valid final result. In case of any doubt (e.g. Weak pos. Appearance of result image being called negative by any instrumentation) it is always expedient to employ a second method for further clarification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that he missed an antibody when testing with anti-human globulin on tango optimo. The customer did neither return the supposedly defective product nor the patient sample that had caused a false negative test result. Testing of the retained anti-human-globulin sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.